Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient fell a week ago coming down an escalator. Their back was already hurting and this caused them to have more pain. The patient was getting dressed and their hand hit the battery and they felt a crack by the ins; they felt pain in this area as well. They also noted that they started having spasms a week ago. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-jan-02 reporting that the fall did not affect the stimulator at all and there was not a crack in it. The event was reported to be resolved. No further complications were reported.